Manufacturer narrative:
The reported event a crack was found on the bent portion of the suction tip was confirmed by the service technician. During the visual inspection it was observed that the tip of the suction tube was broken off. Handling of the device has caused the reported event. The device was repaired.

Event description:
It was reported that during a surgical procedure conducted at the user facility the bent portion of the frontal sinus suction tube fractured off. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility the bent portion of the frontal sinus suction tube fractured off. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.